Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms. Boston scientific technical services (ts) reviewed and discussed that there was no evidence of noise on presenting or stored electrograms (egms) and the change in impedance was not large compared to recent history. Additional information indicated that a lead revision was performed. No obvious insulation breach was seen. The rate/sense portion of the lead was surgically abandoned while the high voltage portion of the lead remained active and in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.